Event description:
It was reported to philips that the disk space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that disk space was full. Upon checking the system, rse used remote desktop to perform database test and repair to solve the issue. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.